Event description:
A medtronic representative reported that during an ent functional endoscopic sinus surgery (fess) surgery the surgeon was 1 cm inaccurate when he was navigating in the ethmoids with a microdebrider and suction. There was a csf leak. Surgery continued to repair the leak and then the patient was rushed to the hospital.

Manufacturer narrative:
It has been determined that the site is using scans which are not to the medtronic navigation image protocol. The site has been made aware of the proper protocol.

Manufacturer narrative:
The system archive was received for analysis. The software investigation found that the tracer registration pattern used by the surgeon was not optimal since an area prone to skin shift was traced over causing the points to not properly align with the anatomy. No software faults or anomalies were found to be the cause of the alleged inaccuracy.

Manufacturer narrative:
A medtronic representative went to the site and tested the system with a head model outside of surgery. The system performed properly and was accurate during simulated use testing. After the simulated use testing was completed the surgeon was able to replicate inaccuracy and chose to demonstrate the issue with the system when navigating posteriorly during a surgical procedure where navigation was not required. The scan that was being used was two months old and it is possible the patient's anatomy had changed from that time. The medtronic representative suggested a different setup/configuration of the system and provided further details on how to obtain optimal registration accuracy with registration technique. No further issues reported since training performed.